Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 49.1 cm. External insulation abrasion breaching the optim sheath was found at 16.2 - 16.8 cm from the connector pin consistent friction with the device can. The silicone insulation beneath was intact. External insulation abrasion breaching the re cable lumen was found at 24.7 - 25.3 cm from the connector pin consistent friction with another device or feature of patient anatomy. The etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: for 2938836-2020-02482 should have been reported as apr 6, 2020.